Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment two filter legs remain crossed at the caudal anchors. Several attempts were made to uncross the filter legs unsuccessfully. Therefore, a snare device was used to capture and retrieve the filter. A new vena cava filter was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.